Event description:
The manufacturer service technician reported that the device overheated while it was being serviced at the user facility. Here was no medical intervention, and no adverse consequences were reported with this event.